Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 19096546, d.4. Medical device expiration date: 09/21/2022, h.4. Device manufacture date: 09/21/2019. D.4. Medical device lot #: 19046550, d.4. Medical device expiration date: 04/23/2022, h.4. Device manufacture date: 04/23/2019. D.4. Medical device lot #: 19096545, d.4. Medical device expiration date: 09/21/2022, h.4. Device manufacture date: 09/21/2019. H.6. Investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint samples were from either lots 19096545, 19046550 or 19096546. Further information provided confirmed the flow restriction was identified during infusion attempts through a bayer medrad stellant injection set. Additionally the customer provided a video of the affected sample and set-up; analysis of the video confirmed flow restriction with the maxzero device whilst connected to the bayer set. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19096545, 19046550 and 19096546 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. As the connecting product in use at the time of the reported occlusion was not available for investigation, it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. Root cause description: dhrs for the involved lots: pr: lot: model: qty: qn/deviation: mfg date: (B)(4), 19096545, mz1000, 76,800, none, 21-sep-19. 19046550, mz1000, 76,800, none, 23-apr-19. 19096546, mz1000, 76,800, none, 21-sep-19. H3 other text : see h10.

Event description:
It was reported that maxzero needleless connector had reduced flow during use. The following information was provided by the initial reporter: executive sales: report of non-conformity regarding bd maxzero when using high flux in contrast infusion pump. Connector failure has been reported, with reduced flow when used in a contrast infusion pump in the tomography sector. Failure reported with different professionals. Also reported, resistance during the flushing of sf0.9%, it is not clear whether a luer lock syringe is used, even after questioning. It was reported the use of equipment set luer lock.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector had reduced flow during use. The following information was provided by the initial reporter: executive sales: report of non-conformity regarding bd maxzero when using high flux in contrast infusion pump. Connector failure has been reported, with reduced flow when used in a contrast infusion pump in the tomography sector. Failure reported with different professionals. Also reported, resistance during the flushing of sf0.9%, it is not clear whether a luer lock syringe is used, even after questioning. It was reported the use of equipment set luer lock.